Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The catalog number identified has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code for the fluency endovascular stent graft products is identified. The sample was returned for evaluation. Partial deployment was confirmed for the device and difficult removal was identified. The device was labeled for single use. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06060. Vascular covered stent allegedly experienced misfire and retraction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and (B)(6) kgs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06060. Vascular covered stent allegedly experienced misfire and retraction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 66 years old, male and 62 kgs.

Manufacturer narrative:
H10. For the reported event, lot number was provided, and lot history was reviewed. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code for the fluency endovascular stent graft products is identified in d2. The sample was returned for evaluation. Partial deployment was confirmed for the device and removal difficulty was identified. The device was labeled for single use. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.